Manufacturer narrative:
Patient presented for ldd treatment with iritis. The doctor also noted iris adhesion, preventing complete dilation. The physician surgically broke the iris adhesion to resolve the issue. Device history record for the lens was reviewed. No issues were noted. The surgeon did note that he suspected the patient discontinued the post operative drop regimen early. The lens remains implanted within the patient's eye. No product was returned for evaluation.

Event description:
Patient presented for ldd treatment with iritis. The doctor also noted iris adhesion, preventing complete dilation. The physician surgically broke the iris adhesion to resolve the issue.